Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer attempted to address the elevated bg by a manual insulin injection. The customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU). Customer was treated with manual insulin injection and intravenous fluids of insulin. The customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage to the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.